Manufacturer narrative:
Clarification to d6a implant date: it was indicated that the patient underwent augmentation in 2011 with no history of revision. However, the device in this record was not manufactured until 14/jun/2011. The partial implant date has been removed as there is no additional information available at this time. Correction to h10 related report numbers and h11 additional mfg narrative in the initial medwatch: the previous report provided "(B)(4)" as a related report number and stated this was a follow-up report to a medwatch submitted under that mrn. Disregard this information, as a report was never previously submitted for the event/device in this record. The patient and healthcare professional previously reported left side no complaint against the device. Left side deflation was not reported until 7/may/2025. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d6a, d9, h3, h4, h6, h11.

Event description:
Patient reported exchange with no complaint against the device. Later, healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported exchange with no complaint against the device. Later, healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.